Manufacturer narrative:
Patient information was unavailable from the site at time of this report, however, has been requested. Medtronic representative followed-up with the site and confirmed that without making any changes they were able to register the patient and successfully navigate. Issue was resolved. Software investigation has not been completed as no files have been returned to manufacturer for evaluation.

Event description:
A site registered nurse reported an alleged inaccuracy while in an ent procedure. The or rn stated that when they began to navigate with their 90-degree suction, it was approximately 3cm inaccurate. As the surgeon navigated in the sinus, it showed on the tip of the nose. The site rn reported accuracy was checked and confirmed with the registration probe. Trouble-shooting confirmed other instruments were also accurate; there was no metal in the field; the mayo stand was in place at patient's knees. Tracer pattern described as covering the nose, forehead, and cheeks. A medtronic representative requested they try registering again and gathering more posterior points. Verified 3d model had no scatter and re-positioned emitter. Re-registered patient and navigation passed. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on patient outcome.